Manufacturer narrative:
As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the surgeon stated that everything seemed fine during the initial application. He/she had to bring the patient back to the operating room 3 months post operation to oversew the staple line. A fistula had formed and was causing post operative air leakage. The patient is now fine.